Event description:
It was reported that when using the bd pyxis medstation system, the user unable to login to station and got the error "unable to authenticate". The customer reported that there was no delay to the patient workflow as user was able to remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number and manufacturer date kept blank since the given asset information found to be pyxis es it infrastructure.